Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the patient was brought in to their clinic for reprogramming. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms, ra noise and oversensing of minute ventilation signals, which caused inappropriate atrial tachy response (atr) events. Troubleshooting options were discussed. In addition, left ventricular (lv) impedance measurements were greater than 2000 ohms. No adverse patient effects were reported.